Event description:
It is reported that during the surgery, the positioner disassembled, then its set screw and pin dropped into the wound. The pieces were retrieved.

Event description:
Customer reportedly received the following results on the compact system, compared to a hospital meter, within 10 minutes: 315 mg/dl (hospital meter), 94 mg/dl (compact). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.